Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed 5 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed last year"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, cholecystectomy". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed 5 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed last year"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, cholecystectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed 5 weeks ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removed last year"), experienced vision blurred ("blurred vision"), abdominal distension ("bloat"), food allergy ("sensitivity to bananas"), discomfort ("discomfort"), hot flush ("hot flashes") and amenorrhoea ("no periods") and was found to have weight increased ("gained 15 lbs") and blood potassium decreased ("low potassium"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, vision blurred, weight increased, abdominal distension, blood potassium decreased, food allergy, discomfort, hot flush and amenorrhoea outcome was unknown. The reporter considered abdominal distension, amenorrhoea, blood potassium decreased, cholecystectomy, discomfort, food allergy, hot flush, medical device removal, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event blurred vision added. This case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). On 23-mar-2020: social media content received: reporter added. Events: low potassium, weight gain, no periods, hot flashes, discomfort, bloat , sensitivity to bananas were added. Fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.